Event description:
Pt reported that one touch ultra meter was failing control solution test. Pt was using the correct control solution and it was opened for less than the discard date. The test strips were in good condition and the meter was also coded correctly. During troubleshooting, pt was walked through two control solution tests, which both failed. Pt also reported that the test strips were sticking to each other when taken out of the vial. Pt did contact medical professional for advice, but was not given any treatment. No further clinical info was provided.